Event description:
A nurse reported that an intraocular lens (iol) was exchanged. Additional information was received from the nurse who reported the lens was noted by the surgeon to be dislocated. The pt was also reporting blurred distance vision, so the surgeon decided to exchange the lens. The lens was exchanged for a difference model iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. The optic and one haptic are scratched. The optic is also scraped near the edge against a post of the lens case (due to being in the replacement lens case). Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identified a root cause for the displacement or the blurry vision. The optical resolution is acceptable; lens meet specification for focal length. The lens dimensions are acceptable using an approved template. The observed damaged, due to the condition of the returned sample is most likely related to customer handling there have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).